Manufacturer narrative:
Updated fields: d4, d6a, d6b, d9, d10, g3, g6, h2, h3, h4, h6, h11. Corrected field: h1. The cerelink sensor (ID 826851) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information: please confirm if the sensor was replaced for new one or the sensor was just explanted due to product problem and stop monitoring? It was removed and no new insertion took place. Implant location: left frontal lobe (parenchyma). Was the integra/codman icp monitor connected to a patient monitor (yes/no): yes. Was the patient lead always connected (yes/no): yes.

Event description:
N/a.

Event description:
A facility reported an issue with a cerelink sensor (ID 826851) on november 4, 2025. Prior to the event, the patient¿s intracranial pressure (icp) readings were stable at 12¿13 mmhg. Suddenly, the icp readings became inaccurate, displaying values over 200 mmhg. The monitor alarmed and displayed the error message: ¿change sensor or change cable.¿ troubleshooting was performed without success. The monitor and cable were replaced, but the issue persisted. A computed tomography (CT) scan confirmed that the microsensor was correctly positioned. No additional information has been provided despite several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.